Event description:
In 2009, the patient's mother reported that the patient had been experiencing erratic blood glucose readings ranging from 18-650 mg/dl for the past couple of months. The patient stated that the issue had been ongoing for several months and is increasing in frequency. She stated that most recently on three days prior, her blood glucose measured 322 mg/dl following a large meal. She did not bolus after the meal and her blood glucose dropped to 62 mg/dl. She drank milk with sugar and took a glucose tablet to elevate her readings. Symptoms of hyperglycemia are dry mouth, headache, sick to her stomach, and tired. She does not experience symptoms of low blood glucose. When her blood glucose is elevated she bolused through the infusion device as a correction and when her blood glucose is low she drinks milk or eats. Her target blood glucose level is 140-190 mg/dl. Troubleshooting did not reveal any product issues. She stated that she experiences pain, irritation, and infections at her infusion sites. She only uses her abdomen for infusion sites. She was educated on infusion site management. The patient believes the infusion device is not working properly. She was advised to consult with her physician. She was sent information on infusion site management and an infusion site insertion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.